Manufacturer narrative:
Batch review performed on 30 march 2026. Lot: 2564334: (B)(4) items manufactured and released 09-oct-2025. Expiration date: 2030-sep-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review root cause: although no specific root cause can be confirmed, the issue experienced is likely related to the unique patient conditions and surgical application. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Bone fracture during c2d t3 fixation at the base of the right c4/c6 screws. Pedicle preparation was carried out using the myspine guide, followed by decompression and screw insertion. After the insertion of the rod into the pedicle screw tulip, a fracture occurred and the screws were removed. Fixation at the affected level was skipped, and the procedure was concluded. No critical delay.